Event description:
It was reported that the product was implanted after the use before date. It was unknown which patient it was implanted in.

Manufacturer narrative:
Concomitant: product ID neu_interstim_ins, product type implantable neurostimulator. (B)(4).